Event description:
The customer reported playback cine runs are black. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cine bridge and cine hard drive. System operates as intended. (B) (4)